Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)

Event description:
It was reported that syringe 1ml ll scale markings were illegible. The following information was provided by the initial reporter: material no: 309628 batch no: 0061732 it was reported that as the writer was peeling back the packaging for a 1ml luer lock, all of the numbers and lines were completely smudged, and were not legible. Verbatim: as the writer was peeling back the packaging for a 1ml luer lock, all of the numbers and lines were completely smudged, and were not legible. Writer presented the syringe to another nurse on the floor, and ensured there were no more in the box of 1ml syringes.

Event description:
It was reported that syringe 1ml ll scale markings were illegible. The following information was provided by the initial reporter: material no: 309628 batch no: 0061732. It was reported that as the writer was peeling back the packaging for a 1ml luer lock, all of the numbers and lines were completely smudged, and were not legible. Verbatim: as the writer was peeling back the packaging for a 1ml luer lock, all of the numbers and lines were completely smudged, and were not legible. Writer presented the syringe to another nurse on the floor, and ensured there were no more in the box of 1ml syringes.

Manufacturer narrative:
H.6. Investigation: one photo of the top view of a blister pack from batch 0061732 (p/n 309628) was received and evaluated. No defects could be confirmed based on the photo. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.